Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticmo13.2, -8.5/2.0/071 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2019. The lens was removed and replaced for a shorter length lens during initial surgery due to excessive vault. The replacement lens resolved the problem.